Event description:
The rptr stated that rptr did meter to lab comparison tests, 20 minutes apart. Rptr had a lab test result of 209 mg/dl, and then got a reading on rptr's meter of 289 mg/dl. Rptr did not have any symptoms. On followup, rptr states checking for blue confirmation dot. Rptr's technique of applying blood is precise. Rptr cleans meter on a regular basis. No harm was alleged.